Event description:
After undergoing an intubation using an oral rae trach tube endotracheal tube and a gliderite rigid stylet, the physician noticed blood on the tip of the stylet. The patient was provided antibiotics as a preventative measure and is fine with no additional treatment.